Manufacturer narrative:
The device does not have visual defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was found within specification. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
The blazer ii xp ablation catheter was selected for use during the procedure to treat atrial flutter. It was reported that the generator was unable to achieve the desired temperature output. Troubleshooting was performed by changing the cable. Then, the catheter was replaced. The procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The blazer ii xp ablation catheter was selected for use during the procedure to treat atrial flutter. It was reported that the generator was unable to achieve the desired temperature output. Troubleshooting was performed by changing the cable. Then, the catheter was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.